Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician could not verify the customer's reported issue. The ventilator passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1200 auto cycles on a test lung. When the ventilator is set to 12 it gives 32. The unit was not placed on a patient. The customer confirmed there was no patient involvement associated with the reported malfunction.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.